Manufacturer narrative:
Event date: exact date unknown, event occurred on the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 19805532.

Event description:
It was reported that the patients ipg had become superficial and was causing discomfort. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted ipg and paddle lead were discarded by the medical facility and will not be returned.